Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 10 days post implant the patient experienced diaphragmatic and phrenic nerve stimulation, palpitations and shortness of breath. Rising and high thresholds were noted on the right ventricular (rv) lead and capture could not be confirmed. Loss of capture and sudden increase in thresholds, dislodgment and complete atrial undersensing were noted on the right atrial (ra) lead. The ra lead was programmed off and the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.